Event description:
During a pacemaker implantation it was alleged that the entire sheet which was covering an approximate 8 inch x 8 inch draped area lifted off the pt during surgery exposing an unprepped area. Pt subsequently developed a pocket infection and the system was extracted three weeks after the initial pacemaker implantation which took place in 2000.